Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had a low blood sugar of 50 mg/dl. The customer treated with food and a sugar pill. The customer's current blood sugar is 70 mg/dl.

Event description:
The customer reported via complaint text that they had a low blood sugar of 50 mg/dl. The customer treated with food and a sugar pill. The customer's current blood sugar is 70 mg/dl. The caller mentioned that they had issues with weak signals in regards to their transmitter. The customer did not provide any information as to what may have caused their blood glucose levels to drop. The customer did not return their insulin pump back for analysis.